Event description:
The following was reported to hamilton medical ag: summary: device does not start up. Health impact: problem identified during non-clinical procedure. No clinical signs, symptoms or conditions.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.